Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was performed by the customer and the procedure was completed as planned by using another monitor. Philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the flex vision display monitor. Review of the system log file showed that there was malfunction in flex vision pc as the host pc was not able to connect to flex vision pc. Upon troubleshooting, fse found that there was an error in logging regarding communication to the flex vision pc. To resolve this issue, fse reloaded the software multiple times. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that there was an issue with the flexvision display monitor. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.